Event description:
Our company received additional information five months later that the right ventricular lead was explanted and replaced. This device remains implanted with the new lead.

Manufacturer narrative:
The right ventricular outputs were increased and the products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead displayed ventricular paced markers followed by ventricular sensed markers. Noise was also noted. Technical services reviewed an electrogram and suspected loss of capture or oversensing. The field representative could not reproduce the noise and the physician ordered a chest x-ray. No adverse patient effects were reported.